Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump shutting down. Additionally, it was reported that the pump time was incorrect, cause was unknown. The customer's blood glucose was 64 mg/dl. The customer continued to use the pump for insulin therapy.